Manufacturer narrative:
Only fragments of the lead were returned. The lead was severed 11 cm and 12.5 cm distal to the is-1 connector pin. All parts of the lead were returned for analysis. During visual inspection, multiple signs of wear along the fragment were found. In particular, insulation was damaged by wear 11 cm proximal to the lead tip. This damage is highly likely the cause of the inadequate shock delivery reported. The position and characteristics of the wear suggest heavy mechanical loads were imposed on the lead. Interaction with a different implant should be considered. For the analysis, there was no x-ray imaging or other diagnostic imaging available that would provide information about the spatial relationship of the implanted system in the body. Furthermore, the analysis revealed damage that occurred during extraction. The shock coils were deformed. The cable leads showed lead breakage and were partially extracted from the lumen. This damage suggests tensile forces during lead removal, which indicates in-growth during the implanted state. The production process for this device was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary: there was no indication of a material defect or a manufacturing defect.

Event description:
It was reported that approx. 117 months after the implantation oversensing with shocks was noted.